Event description:
International customer reported that a patient underwent an incisional hernia repair with mesh implant in early 2009. The patient developed impaired blood pressure, pain and the clinical signs of a paralytic ileus, five days post-operatively. The patient underwent a laparotomy, at which time a paralytic ileus was confirmed. The patient was treated conservatively for the ileus and, the mesh explanted and replaced. The attending surgeon does not identify a casual relationship between the mesh and the patient's symptoms.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records were conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly,